Event description:
A hospital in (B)(6) reported via a distributor reported that water did not flow into mr290 humidification chambers. The chambers were tested by the hospital prior to patient use.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A batch review was performed for potentially associated lots (gd877266) with no issues noted during the manufacturing process. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of patient made a mistake/touch contamination/did not wear a mask/did not clean the exchange area before starting pd (peritoneal dialysis) and peritonitis with culture positive for (B)(6) in a patient coincident with pd therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date in 2010, the patient felt too sick to bathe and made a mistake / had touch contamination, did not wear a mask, and did not clean the exchange area before starting pd. It was not reported whether the patient was retrained in aseptic technique. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. It was unreported if treatment was provided. On (B)(6) 2010, the patient was discharged from the hospital. At the time of reporting, the patient was recovering from the peritonitis. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.